Event description:
It was reported the philips field service engineer (fse) observed bent pins while servicing the device. The device was not in use on a patient.

Event description:
It was reported the philips field service engineer (fse) observed bent pins while servicing the device. The device was not in use on a patient. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection and lab testing. The electrical short circuit created by pins 3 and 5 could have potentially caused the battery not to be recognized. Additionally, the bent and compressed pins could have also contributed to the same symptoms.